Event description:
It was alleged by an attorney that the patient received five or six shocks for no apparent reason. At the time of the incident the patient was preparing to leave his home, got dressed, picked up his personal items needed for the day, and reached for his coat when the device went off. The status of the device and lead is unknown. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff suffered injuries as a result of the recalled lead. In 2005 the plaintiff had the lead implanted and started receiving inappropriate shocks in 2006. Twelve days later, plaintiff had the lead explanted. As a result of the lead, plaintiff suffered injury and damages as set forth in the master complaint.